Event description:
The pump was returned for investigation. Investigation revealed a evidence of contamination under key contacts, an audio bolus button response issue, damage to the battery compartment, a display failure, and an issue with the audible tones with a damaged connection between audible alarm and the circuit board. This report is made based on results of investigation completed on 06/05/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/05/2014 with the following findings: during investigation, evidence of contamination was found under all key contacts. The audio bolus button was unresponsive during testing; evidence of contamination was found on the button contact. The battery compartment was returned cracked. Additionally, the display screen was dim and discolored. The pump¿s audible tones were unresponsive during testing. A cracked solder was found on the electrical connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).